Manufacturer narrative:
Correction: h6 medical device problem code. A01 was erroneously entered on the initial manufacturer device report.

Manufacturer narrative:
The investigation was completed. Investigation summary: ppae (hematuria): the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp device was inserted via the right femoral artery in a 81-year-old female patient with a past medical history of coronary artery disease (cad), presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), with scai stage c shock, on multiple inotropes and vasopressors prior to initiation of support. The impella was inserted for ventricular support during a percutaneous coronary intervention (pci) of the left main artery (lm), the left anterior descending artery (lad), and the left circumflex artery (lcx). While in the intensive care unit (ICU), the patient's urine was noted to be pink. The physician repositioned the impella and the urine cleared shortly after. Three days after the impella placement, the family elected to withdraw care, and the patient expired. The device is unlikely to have contributed to the patient's death, which was most likely due to the underlying clinical condition of a critically ill patient with acute myocardial infarction complicated by cardiogenic shock as they presented in stage c shock.